Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon had noticed a couple scissored clips as he was trying to deploy clips in the cystic duct. The surgeon fired the device multiple times until he was able to get secure clips both on the cystic duct and the cystic artery. The surgeon noticed no difference from "normal" operation of the device. No additional force to fire or abnormal sounds. The surgeon stated that he did not put any additional torque on the device; and is very familiar with the operation of the device. There were no patient consequences. Case completed with the same device. One device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.